Manufacturer narrative:
This report is filed, june 8, 2016.

Event description:
Per the clinic, the patient experienced extrusion of the internal device through the skin resulting in the decision to explant the device. On (B)(6) 2016 the device was explanted.

Manufacturer narrative:
.